Event description:
It is reported that the impactor broke while impacting the femoral component.

Manufacturer narrative:
Evaluation summary: all lots of this device are being recalled, please reference the above mentioned removal report for additional inf. Evaluation: as returned, the spring clip is fractured. Device history records indicate all components were manufactured and inspected to specification.